Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in process.

Event description:
The customer stated that several patients were re-immunized for (B)(6) because incorrectly (B)(6) results were reported from the non-abbott middleware system (winpath) after installation of the new pc and software for the architect i2000sr analyzer. The (B)(6) results were generated correctly using the architect (B)(6) assay on the architect i2000sr analyzer, however when results were sent from the architect lims system to winpath an error occurred. Lims patient results reported as greater than ((B)(6)) were incorrect in winpath as ((B)(6)) because the software interpreted the thousands separator comma as a decimal point. This resulted in two (B)(6) vaccine high responder patients ((B)(6)) to be reported as (B)(6). The patients were given unnecessary (B)(6) vaccinations due to the (B)(6) results reported by the non-abbott winpath software. No further impact to patient management was reported, and no further details are known. The event caused the administration of an unnecessary vaccination, (B)(6) vaccine.

Manufacturer narrative:
The system control center (scc) was replaced at the customer site in early (B)(6) 2016. It was determined that the thousands separator was most likely set to a comma instead of the default none in scc configuration window during setup of the new equipment. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the issue of incorrect results generated due to the thousands separator set to comma in the scc configuration window. Labeling was reviewed and found to be adequate. Product labeling provides adequate information regarding the system control center configuration window thousands separator field, and the available options that may be selected to format the thousands separator number. The options are comma or none (default). Additionally, error code 0511 thousands separator changed from (x) to (y) includes instructions to make sure the host system, if configured, supports the new number format. Where x = previously used separator and y = new separator. This error code is a status message indicating that the thousands separator setting was changed. The instrument logs were not provided and the customer is not on abbottlink; therefore, it is unclear when the thousands separator was changed to comma in the scc configuration window after the new scc was installed. The issue was resolved through standard troubleshooting procedures. When the thousands separator was reconfigured to the default parameter, none, transmitted results were interpreted correctly. The events were caused by user error because an action by the user, change of the thousands separator to a comma (by either the customer or the abbott field service engineer) led to a result that was different that was expected by the manufacturer and was not caused by a device failure. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.